Event description:
Aggregate voluntary safety report. Single-surgeon consecutive case series of virgin (first-time) inflatable penile prosthesis (ipp) implantations. Adoption of irrisept (0.05% chlorhexidine gluconate in sterile water for irrigation, united states pharmacopeia) as the intraoperative wound-irrigation solution was temporally associated with an increase in the 90-day device-infection/reoperation rate relative to the periods immediately before and after its use. Before irrisept (antibiotic irrigation): 2 infections / 628 implants (0.32%), chart-adjudicated. During irrisept (2024-01-09 to 2025-09-01): 7 infections / 488 implants (1.43%); 7/454 = 1.54% among confirmed irrisept recipients. After discontinuation (return to antibiotic irrigation, on/after 2025-09-01): 0 / 125 implants with mature 90-day follow-up. Infections during the irrisept period required device explantation or removal-and-replacement. Cultures, where obtained, showed a mix including methicillin-resistant staphylococcus aureus, proteus mirabilis, an acid-fast (mycobacterial) isolate, environmental/waterborne gram-negative organisms, and culture-negative cases; 2 of the infected reoperations had no intraoperative culture submitted. For balance: environmental gram-negative organisms (and one candida) also appeared in the pre-irrisept baseline infections, so the organism profile is hypothesis-generating and is not specific to the irrigant. Elements held constant across all three periods (i.e., not explanations for the change): implant device and antibiotic coating (american medical systems 700 with inhibizone, minocycline/rifampin), systemic perioperative prophylaxis (vancomycin + gentamicin), no-touch modified scrotal surgical technique, and absence of any antifungal agent. Important limitations: retrospective, single-surgeon, single-region observation. The change to irrisept was concurrent with a change in operative facility and calendar period, so irrigant, facility, and time cannot be statistically separated; causation is not established and this is a temporal safety signal only. On the raw procedure-code numerator (before chart adjudication) the increase is not statistically significant; the signal depends on clinical chart adjudication of infection, which is currently being re-reviewed under blinding, so the affected count may change. Reported because the only existing clinical data on chlorhexidine ipp irrigation are in vitro and the voluntary reporting threshold sits below the causal-proof threshold. A supplemental report will be filed if the blinded re-adjudication materially changes the numerator. Lot number(s): not available; the implanting facility retains no lot-level usage records. Affected patients: 9 (7 during the irrisept period); male; age range 61-(B)(6) years; several with diabetes. Requested action: FDA/manufacturer review of maude reports of surgical-site infection associated with chlorhexidine-gluconate irrigation products, and any lot-specific complaint clusters, to assess whether this single-facility temporal signal is corroborated elsewhere. This report captures- irrisept antimicrobial wound lavage #5. Device-4001. Patient- 1735, 1930, 4845. Referenced reports mw5190883, mw5190884, mw5190885, mw5190886, mw5190888, mw5190889, mw5190890, mw5190891.